Event description:
Complaint alleged that during biomed testing the device shut down after inserting known good battery. Complainant indicated that there was no patient involvement in the reported malfunction.